Event description:
It was reported via voluntary medwatch that the right ventricular (rv) lead exhibited high capture thresholds. Device reprogramming was made. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Received voluntary medwatch mw5152837.